Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostyle device after an unspecified procedure via a 6.5f sheath. Reportedly, the 0.035-inch guide wire could not be backloaded into the tip of the distal sheath. A new prostyle device was backloaded successfully onto the same guide wire and used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3 - the device was initially reported as returning for analysis but the device was not returned. D10: concomitant product added.